Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported the "aspiration line luer with vacuum line luer had disconnected" during a cataract procedure. The sample product is available. There is no known patient harm. Additional information was requested; however, none has been received to date. This is one of two reports from this facility.

Manufacturer narrative:
This is the fourth complaint reported for this finished goods lot; however the first for this issue. A review of the device history record indicates the order was built to specification. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned. The manufacturer internal reference number is: (B)(4).